Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a peripheral interventional procedure. Reportedly, after deployment the suture broke. Hemostasis was achieved by applying manual arterial compression and using a non abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for investigation; therefore a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.